Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (gelled belt) has been confirmed. As received, all gels were deployed. The cause of the gel deployment is an artifact signal event in which the pt did not use the response buttons. The artifact signal event occurred due to noise. The root cause of the noise is a pinched wire in the trunk cable. No adverse event resulted from the pinched wire. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt's son contacted zoll customer support to report that the pt's belt had gelled. The pt was issued a replacement electrode belt.